Event description:
Clinical report states patient was revised to address loosening and migration of the cup. **update** 7/2/2012 - the complaint has been reopened because x-rays have been received. **update** 02/15/2013 - patient's operative records were received. Records indicate the patient experienced multiple dislocations prior to revision. The head and liner were added to the complaint.

Manufacturer narrative:
Update: (B)(4) 2012 - the complaint has been reopened because x-rays have been received. The device associated with this report was still not returned. A complaint database search finds no other reported incidents against the provided product and lot combination since its release for distribution. X-rays and revision operative notes were received. The investigation could not draw any conclusions regarding the reported event. Based on the inability to determine a root cause, the need for corrective action was not indicated. Update: (B)(6) 2013 - patient's operative records were received. Records indicate the patient experienced multiple dislocations prior to revision. The head and liner were added to the complaint. There is no change to the above statement. The provided information was a duplicate of what was previously provided. There is no change to the previous investigation. Depuy considers the investigation closed at this time. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Manufacturer narrative:
The investigation has been reopened due to receiving on the head and liner. Depuy will notify the FDA when the investigation is complete.